Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for alkaline phosphatase acc. To ifcc gen.2 (alp2). It is not known if the erroneous alp2 results were reported outside of the laboratory. The initial alp2 result was 484 u/l. The sample was repeated 5 minutes later and the result was 296 u/l. The sample was repeated again 15 minutes later and the result was 169 u/l. No adverse event occurred. The alp2 reagent lot number was 621594 with an expiration date of 08/31/2016. Based on the information available for investigation, a general reagent issue has been excluded. An instrument issue has also been excluded since calibration and quality controls were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause is related to a pre-analytical issue.